Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: model: 693558, lead; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead revision procedure the cardiac resynchronization therapy defibrillator (crt-d) was going to be re-implanted but the set screw would not tighten to secure the lead pin. An alternate device was implanted. No patient complications have been reported as a result of this event.